Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6), 2011. According to the complainant, the patient experienced painful intercourse, vaginal discharge, spotting, pain, urine leakage, odor and infections and continues to suffer with these problems. All other information, including the patient's current condition, is unknown and reportedly unavailable.